Event description:
It was reported that during an inflatable penile prosthesis (ipp) reservoir placement in the pre-vesical space, the heart rate of the patient became unstable. The procedure was stopped and the reservoir removed. The patient was stabilized but the surgical team did not want to continue with the intervention until the patient gets a cardio assessment. The patient was stable and well following the procedure. It was unknown if the patient would proceed with a revision at a later date.

Manufacturer narrative:
Investigation summary: the device was returned and thoroughly analyzed. The reservoir performed within specification and no leaks were found. Product analysis was unable to confirm the reported event. Based upon the information available, an unstable heart rate is not specifically related to the device and is a general surgical risk potentially related to anesthesia or irritation of the peritoneum during dissection. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device was returned and thoroughly analyzed. Visual inspection of the reservoir did not identify any leaks in the component. Upon functional testing, it was discovered that the component performed within specification. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) reservoir placement in the pre-vesical space, the heart rate of the patient became unstable. The procedure was stopped and the reservoir removed. The patient was stabilized but the surgical team did not want to continue with the intervention until the patient gets a cardio assessment. The patient was stable and well following the procedure. It was unknown if the patient would proceed with a revision at a later date.